Event description:
Additional information was provided by the user facility. According to the user facility, the procedure was completed without delay using a similar device.

Manufacturer narrative:
The following fields were updated: b5, e2, e3 and g2 (added health professional). This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information provided by the user facility. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the failure of the 180 scope images not being displayed was caused by a faulty patient board set. There has since been a design change to prevent reoccurrence of the event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user request was confirmed. The evaluation determined a faulty patient board set had caused no image with the 180 model scope series. In addition, the evaluation found a worn out video connector latch, which had caused poor connection to the pigtails. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no image on a cv-190, evis exera iii video system center, prior to an unknown procedure. There were no reports of patient harm associated with this event.